Event description:
The customer reported that the monitor was producing a warning (speaker malfunction message) that there was no sound. The customer confirmed that the monitor was not providing sound. No pt harm was reported. In an abundance of caution we will report audio loss even thought a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusive on the audible alarm system for pt monitoring. The most reliable method of pt monitoring required correct operation of the monitor and close observation of the pt.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.